Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's two ipgs were inoperable. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the left ipg was explanted and replaced. Surgical intervention may be pending to address the right ipg.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgical intervention was undertaken on (B)(6) 2024 wherein the right ipg was explanted and replaced.